Event description:
A 7-0 prolene needle became disconnected from suture while being used during surgery. Surgeon used needle to go through vessel, tied suture, and when he went to pick up needle to suture further, needle was gone. FDA safety report ID# (B)(4).